Event description:
It was reported that the device was implanted in 2008. While the surgeon was trailing with component the anterior tibia cracked. Surgeon had to cable the proximal tibia because of the crack.

Manufacturer narrative:
Evaluation summary: no product was returned for eval. It is reported that the anterior tibia cracked upon impaction of the real implants for trial. The cause of the problem could not be definitely determined due to insufficient info. Ealuation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened zimmer, inc considers the investigation closed.